Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and allege under delivery on insulin pump. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the drive support cap was appears to be normal. Based on customer report customer does allege pump was under delivery. The customer declined to test the insulin pump. The customer reported that the infusion set cannula was bent. The device will not be returned for analysis.